Manufacturer narrative:
H6: medical device problem code 2017 - above rbp. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the atrioventricular fistula with 70% stenosis, moderate calcification and mild tortuosity. The 6.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced without resistance to the lesion and inflated two times at a pressure of 15 atmospheres (atms) and 20 atms, however, the balloon ruptured during the second inflation. The bdc was removed. Another same size armada 35 balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 2017 removed.